Event description:
It was reported that two aleutian graft containment ramps were bent and broken intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported. This record will capture the second of two ramps.

Manufacturer narrative:
The tip of the graft ramp was observed to be bent and deformed. Complaint history records were reviewed for this catalog and no similar complaints were identified. No further information was received from the field. Based on the deformation of the device, the likely cause is excessively applied cantilever force.

Event description:
It was reported that two aleutian graft containment ramps were bent and broken intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported. This record will capture the second of two ramps.